Manufacturer narrative:
Received one device. Through visual inspection. Downstream occlusion sensor (dso) seal was bubbled and torn. Replaced dso seal. Calibrated dso. Performed down stream occlusion test unit passed test. Upon further investigation upstream occlusion sensor (uso) seal was buckling. Replaced uso seal. Updated software to the latest version and reset to standard configuration. Preformed performance verification tests (pvt) unit passed all test criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was bubbled dso seal. There was patient involvement.